Event description:
The user facility reported a 65-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Upon receiving the pump, the next day the physician accidentally explanted the device during repositioning. There was continuous repositioning with the pump; however, there was no success in re-crossing the valve and the impella was explanted. It was advised by the abiomed representative not to have the device cleaned for reuse; however, the physician proceeded to have the device cleaned and prep for re-implantation. After cleaning the pump, the physician noted there was a clot within the inflow and cannula and was advised to utilize a new impella. No issues explanting or implanting new device.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.